Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, multiple episodes of pacemaker mediated tachycardia were noted. Patient experienced palpitations. Patient's atrial lead exhibited noise and multiple high atrial rate episodes were noted due to the noise. The noise was reproducible with isometrics. It was suspected that atrial lead noise was causing the pacemaker mediated tachycardia. Atrial lead replacement was discussed. No intervention was performed.

Manufacturer narrative:
The previously reported concomitant medical product: 2088tc/52, cau076953 was incorrect; the correct concomitant medical product is 1882tc/46, bcp024241.